Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse discovered that reagent probe 1 and sample probe 1 were bent. The cse replaced and aligned the probes and performed alignments on all probes. The cse also determined that the sample probe 1 mixer was faulty and replaced it. Integrated multisensor technology tubing was also replaced. The cse ran a quick check, which passed, and quality controls were run by the customer and were within range. The cause of the discordant ca and glu results was the bent reagent and sample probes and faulty sample probe 1 mixer. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely depressed calcium (ca) result was obtained on one patient sample and discordant, falsely depressed glucose (glu) results were obtained on three patient samples on a dimension vista 500 instrument. The discordant results were not reported to the physician(s). The samples were repeated on an alternate dimension vista instrument and all resulted higher. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely depressed ca and glu results.